Event description:
A pt reported experiencing inaccurate high results with a otu meter. The pt's blood glucose results were 145mg/dl (meter), 110mg/dl (lab). Tests were done within 10 mins with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.